Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - contact office first and last name was updated from (B)(6) to (B)(6). No UDI is being reported as the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. An unknown armada 35 balloon dilatation catheter was advanced, and the balloon ruptured. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.